Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that the insulin pump stopped working. The customer tried inputting information into the device and the buttons did not work, then the numbers started to ramp up. The customer took out the battery for approximately an hour and then reinserted the battery and the insulin pump alarmed battery out limit. The customer's blood glucose was 4.9 mmol/l. The discontinuation of the device was advised. Nothing further was reported.